Event description:
It was reported that a chemotherapy infusion of cisplatin ran longer than expected. When the infusion was expected to be completed, medication remained to be infused and the infusion was continued for an additional 2 hours. The infusion was expected to complete in 6 hours, but took 8 hours. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1:(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a chemotherapy infusion of cisplatin ran longer than expected. A patient with medulloblastoma was ordered to receive an infusion of cisplatin (124mg) at a rate of 214ml/hour with a total volume to infused of 1285ml. At 23:30, the infusion "beeped" complete, however approximately 400ml remained in the bag. The pump indicated the patient had received 1116ml. The clinician programmed the pump to infuse 400ml at the original rate (214ml/ hour) and the infusion took an additional two hours to complete. There was a patient involvement but no harm.